Manufacturer narrative:
A field action was initiated. (B)(4).

Event description:
Implant kit was provided with a femoral implant of the incorrect serial number, which was identified during the cementing step of the procedure. The tibial tray implant had already been cemented. The surgeon chose to close the knee with the tibial component (metal backed tray and polyethylene inserts) and duraform pa (nylon) femoral trial in place. Revision surgery occurred on (B)(6) 2016 to implant the correct serial number femoral implant. Poly inserts were exchanged during this procedure.